Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the device is returned in the future, an eval will be performed and a supplemental report submitted. During a site visit to the facility on (B)(4) 2013 by baxter (B)(4) medical affairs clinician, it was communicated that the facility has been calculating the over fill in the IV bags incorrectly, using a 10% rule, which is no longer a reliable percentage. The infusion rate is set based on the total volume of the IV bag, assuming a 10% over fill, and hence infusions are finishing earlier than programmed. The facility detailed a plan to recalculate an overfill standard and perform necessary validation testing.

Event description:
It was reported that a pump was involved in an over infusion of a chemo drug in the hematology / oncology care area (medication, programmed amount and delivery rate unk). The customer stated that a "24 hr chemo infusion finished one hr and 30 mins early" (programmed amount and delivery rate unk). It was also reported that there was no pt injury.